Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that there was water getting into the camera and showed a bad image. The event was identified during preparation for an unspecified type of procedure. There were no reports of patient harm.

Event description:
It was reported that there was water getting into the camera and showed a bad image. The event was identified during preparation for an unspecified type of procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure of ¿water into the camera¿ was confirmed; however, the customer¿s allegation of ¿bad imagen¿ was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, related to the event of ¿water into the camera¿ it is likely the following led to the malfunction: the cause was traced to component failure; and regarding the event of ¿bad image¿, since the problem was not detected, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.